Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on an unknown date, patient had essure confirmation test(s) conducted. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("mood swings"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue,") and migraine ("migarine"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), headache ("headaches") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the menorrhagia, genital haemorrhage and headache outcome was unknown and the dyspareunia, mood swings, dysmenorrhoea, fatigue, migraine and abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine and mood swings to be related to essure. The reporter commented: patient had received treatment for dyspareunia (painful sexual intercourse) and menorrhagia (heavy menstrual bleeding) tubal spasm noted on right side. Essure deployed but with >24coils present so device removed and 2nd essure placed on right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: pfs and mr received : aka name added, reporter added, patient demographic added, events added- abnormal bleeding (general), dysmenorrhea (cramping), fatigue, hormonal changesdescribe: mood swings, migraine, abdominal pain. Events outcome updated, events onset date, events severity and lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on an unknown date, patient had essure confirmation test(s) conducted. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and headache ("headaches"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2012. At the time of the report, the menorrhagia, dyspareunia and headache outcome was unknown. The reporter considered dyspareunia, headache and menorrhagia to be related to essure. The reporter commented: patient had received treatment for dyspareunia (painful sexual intercourse) and menorrhagia (heavy menstrual bleeding). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: incident category updated. Previously reported injury has been replaced by new events dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding) and headaches. Patient dob added. Reporter information, product indication, insertion and removal dates updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.